Event description:
It is alleged a fire took place in a mobile home where a jet 3 power chair was located. The patient died from injuries she sustained in the fire.

Manufacturer narrative:
Device is not available for evaluation at this time. Cannot draw any conclusions.